Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the 30-degree endoscope plus image would flip upside down. Additionally, when the customer attempted to the flip the image back, it would remain upside down. The procedure was completed utilizing a back-up endoscope with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer advised that the endoscope was properly recognized by the system during the event. The endoscope was positioned in the up position, and when the surgeon changed to the down position, the surgeon/staff could not get the endoscope to orient to the up position again. The endoscope was subsequently removed and troubleshooted, then placed back in use. However, it would not orient to the up position again thereafter. The reported issue was not resolved, and the endoscope was ultimately replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus associated with the customer-reported complaint. The endoscope was analyzed and was found with a minor cut to the cable insulation near the endoscope housing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed to have dislodged desiccant balls inside the backend housing. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in the right eye. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed.